Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a retrograde cto of the rca the physician was trying to cross septal from the left system to the distal part of the cto using a turnpike lp 150. At some point, he experienced micro-catheter fatigue and was attempting to remove the turnpike lp 150 and the distal portion of the catheter disconnected. He decided to leave the distal portion in the body as it did not require any additional interventions. The case was aborted , and the patient will be brought back for further interventional work. Additional information: 15-18mm of the distal part of the catheter separated and was left in the septal of the rca. The turnpike lp was going through a tight septal in a retrograde case - he was not sure if it got caught on a lesion or how the distal part got separated because he was in the process of backing the lp out. The patient was reported as fine post the procedure and did not suffer any harm or consequences.

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. No lot number of the unit used in the case was provided by the customer. 3 potential lots number were shared based on the additional information received. A DHR review was completed for all 3 lots. No issues or nonconformances noted. Case details were reviewed. A patient underwent a procedure for cto of the rca. A turnpike was used in a retrograde approach to target the distal part of the cto. The micro catheter experienced fatigue and in attempting to remove the turnpike, the distal portion of the catheter disconnected. The distal portion was left inside the body. No unit was returned to vsi/teleflex for evaluation. It is unknown to what damages could have occurred on the tip and shaft of the catheter. Additional information was requested. A response was received. Approximately 15-18 mm of the distal end separated. Operator mentioned that the lp was used in a tight septal via the retrograde approach. The distal piece was left inside the vessel. No intervention was done. Procedure was aborted. Patient condition was fine. No patient harm or injury noted. Damages incurred on the turnpike is likely due to vessel calcification and anatomical factors. Per IFU - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Three lots number were provided by the customer. A manufacturing record review was completed by tecate and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context.

Event description:
It was reported that: during a retrograde cto of the rca the physician was trying to cross septal from the left system to the distal part of the cto using a turnpike lp 150. At some point, he experienced micro-catheter fatigue and was attempting to remove the turnpike lp 150 and the distal portion of the catheter disconnected. He decided to leave the distal portion in the body as it did not require any additional interventions. The case was aborted , and the patient will be brought back for further interventional work. Additional information: 15-18mm of the distal part of the catheter separated and was left in the septal of the rca. The turnpike lp was going through a tight septal in a retrograde case - he was not sure if it got caught on a lesion or how the distal part got separated because he was in the process of backing the lp out. The patient was reported as fine post the procedure and did not suffer any harm or consequences.